Event description:
During device preparation for the initial implant procedure, the header of the device was noted to be cloudy. The physician elected to implant the device. No electrical anomalies were observed. The patient was in stable condition.